Manufacturer narrative:
The customer declined ge healthcare service. No repair information available. D4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements.

Manufacturer narrative:
Ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No patient information to date after calls to customer 06/13/24 and 06/17/24. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation during a case. There was no patient injury.